Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was removed. On (B)(6) 2010, it was reported the patient was not eating or drinking, and was incontinent. The patient's health care provider later stated that the event was not related to the patient's device, and the device had been explanted. The reason for explant was not reported by the patient's health care provider. It was stated there were no patient symptoms, and the patient outcome was reported as "no injury." No further follow-up will be conducted at this time. Reference MFR report # 3004209178-2011-02709.